Event description:
Customer reported a hospitalization for high blood glucose levels. She stated she started receiving no delivery alarms and her blood glucose level began to rise. Customer went to the emergency room for high blood glucose and dehydration. Her blood glucose level at the time of admission was over 400 mg/dl. Customer was treated with insulin and a saline IV. After returning home from the hospital, customer reported still experiencing high blood glucose levels and no delivery alarms. Customer called her doctor and treated with manual injection. Her blood glucose level is 307 mg/dl. During trouble shooting, customer stated the drive support cap appeared normal. Insulin exited the tubing during manual prime. Several no delivery alarms were confirmed in the device history. Trouble shooting could not be completed due to lack of tubing clamps. Customer reported the issue was resolved with a complete infusion set change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.